Event description:
It was reported that the patient with this pacemaker called technical services (ts) reported presenting to the hospital after syncopal and near syncopal episodes. The patient inquired about device function. Ts referred the patient to clinician for further evaluation. No adverse patient effects were reported. This pacemaker remains in service.